Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a pc unit was connected with four large volume pump (lvp) modules and one lvp experienced the channel error 240.4150. When they attempted to change it, all the other lvps had an error at the same time. The patient was involved with this, experienced a blood pressure drop. The customer did not know the medication that was being administered. The patient's blood pressure recovered when they replaced the modules and pcu with a new one. The customer later added the following information: ""... When the nurses were changing all the devices in question, 4 8100s and 1 8015, to a different set, the bp had dropped. The staff used the same drugs and IV sets to replace on the new pumps. The time it took them to change the devices; the bp had dropped. Staff stated that the bp went back up after replacing the pumps. This was a patient that was in ICU.""

Manufacturer narrative:
Omit: other occupation, report source other, is combination product?, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: describe event or problem, initial reporter occupation, manufacturing location, report source additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported that a pcu was connected with four pump modules experienced a channel error 240.4150 was confirmed through review of the logs but was not replicated during device testing. The suspect pump modules was set for a functional test infusion programmed for a rate of 500 ml/h and vtbi of 1000 ml; the suspect devices were monitored during the infusion; no malfunctions or pressure sensor failure alarms were observed throughout the duration of the test. An analog pressure sensor task was performed utilizing alaris system maintenance; voltages from patient side and bottle side sensors were performing within specification (0.846v < vzf < 1.154v) when applying zero force and when applying full force. The suspect devices logs were retrieved from the systems to ascertain event details associated with the reported event. The event date was 25sep2025 and time was reported as 7:30 am. The pump module (s/n: (B)(6) showed at 07:30:04 am on (B)(6)2025 the error code 240.4150, sensor broke high failure. The pump module (s/n: (B)(6) showed at 07:29:32 am on (B)(6)2025 the error code 240.4150, sensor broke high failure. The pump module (s/n: (B)(6) showed at 09:46:27 pm on (B)(6)2025 the error code 240.4150, sensor broke high failure. The pump module (s/n: (B)(6) showed at 07:29:28 am on (B)(6)2025 the error code 240.4150.5, sensor broke high failure. Each pump module was performing an infusing drug prior to the observed sensor malfunction. Below is the analysis of the infusions four (4) infusions. From 1:27:14 ¿ 1:27:21 am the suspect pump module (s/n: (B)(6) was programmed an infusion of vasopressin with drug amount = 20 units and volume = 100 ml; rate = 12 ml/h, vtbi = 100 ml and dose = 0.04 units/min. Pvi = 3.51 ml (accumulated of previous infusions). At 1:32:27 am the suspect pump module (s/n: (B)(6) was programmed for an infusion of amiodarone with drug amount = 360 mg and volume = 200 ml; rate = 16.6667 ml/h, vtbi = 180 ml and dose = 0.5 mg/kg/min. Pvi = 6.338 ml (accumulated of previous infusions). At 1:32:27 am the suspect pump module (s/n: (B)(6) was programmed for an infusion of epinephrine with drug amount = 10 mg and volume = 250 ml; rate = 54.39 ml/h, vtbi = 25 ml and dose = 0.35 mg/mcg/min. Pvi = 54.866 ml (accumulated of previous infusions). From 7:15:45 ¿ 7:15:52 am the suspect pump module (s/n: (B)(6) was programmed for an infusion of levophed with drug amount = 32 mg and volume = 250 ml; rate = 97.125 ml/h, vtbi = 180 ml and dose = 2 mg/mcg/min. Pvi = 114.373 ml (accumulated of previous infusions) from 7:29 ¿ 7:29:33 am channel malfunction (error code 240.4150) appears on the suspect pump modules (s/n: (B)(6) and a minute later the malfunction appears on the suspect pump module (s/n: (B)(6) the internal and external inspection of the four (4) pump modules did not identify any conditions that are linked to the reported events. All parts inspected were manufactured by bd. No significant damage was observed on or around the pressure sensors on any of the received devices. All other findings are considered incidental and not relevant to the reported incident. The bd alaris system channel error tipsheet states the following: the bd alaris modules run self-checking programs prior to and during operation. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operations on the affected channel stop; other infusing channels will not be affected. To silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris pc unit during the alarm state. Return the affected module to your facility biomed department. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported issue, in which the pump modules displayed an error, was identified as channel error code 240.4140 (sensor broke high failure) during the review of the error logs.. The root cause for channel error 240.4140 was not identified. Extensive testing and inspection found no existing malfunctions with any of the pump modules involved with the channel error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a pc unit was connected with four large volume pump (lvp) modules and one lvp experienced the channel error 240.4150. When they attempted to change it, all the other lvps had an error at the same time. The patient was involved with this, experienced a blood pressure drop. The customer did not know the medication that was being administered. The patient's blood pressure recovered when they replaced the modules and pcu with a new one. The customer later added the following information: "... When the nurses were changing all the devices in question, 4 8100s and 1 8015, to a different set, the bp had dropped. The staff used the same drugs and IV sets to replace on the new pumps. The time it took them to change the devices, the bp had dropped. Staff stated that the bp went back up after replacing the pumps. This was a patient that was in ICU."